Event description:
It was reported in the past 6 months, the patient lost 40 pounds, was unable to work, had pain on the ¿right bottom of stomach¿, and had a possible urinary tract infection and was put on antibiotics. The caller stated they were going to the bathroom a lot more. Reportedly, in the past six months ¿it had not done anything.¿

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v330678, implanted: (B)(6) 2010, product type lead. (B)(4).